Manufacturer narrative:
The astral device was returned to resmed for an extensive engineering investigation. Review of the device data logs confirmed a single occurrence of system fault 218. Based on all evidence and previous investigations of similar complaints, it was determined that the reported system fault 218 was most likely due to a software issue. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. Resmed reference #: (B)(4).

Event description:
It was reported to resmed that an astral device displayed an error message (sf218) indicating a mainboard error. There was no patient injury reported as a result of this incident.

Manufacturer narrative:
The device was received by resmed and an evaluation was performed. The evaluation of the device logs confirmed the occurrence of the system fault 218. It was determined that the error message was due to a defective main circuit board (pcb). The main pcb was replaced to address this issue. Resmed's risk analysis for these failure modes concludes that the risk is acceptable. (B)(4).

Event description:
It was reported to resmed that an astral device displayed an error message (sf218) indicating a mainboard error. There was no patient injury reported as a result of this incident.